Event description:
It was reported by dealer that the rubber wheel lock tips are ripping on both sides of the patriot wheel chair. The dealer also advised the back upholstery is torn unsure of exact location. Dealer advised have not seen the chair. Dealer could not provide any further information.